Event description:
Suprapubic cath snapped off about 1m above skin line, leaving remainder in patient. Missing piece of catheter later found still attached to the foley bag. Tube was placed in ir, no packaging available atthis time. Pt had to have additional CT scan to look for foreign body when piece of catheter appeared to be missing (was later found attached to foley bag). Pt had to have remainder of pigtail suprapubic catheter removed at bedside.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot cannot be conducted as lot number was not provided. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product. It was observed that the catheter and the string was broken near to the hub. The complaint was confirmed. The cause of the issue can be the string breaking the catheter. The area supervisor has been notified about the issue to monitor the reoccurrence as this was an issue in isolation.